Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use forceps was used during a bronchoscopy procedure performed on (B) (6) 2009. According to the complainant, while attempting to retrieve the biopsy specimen, the forceps jaws would not close completely. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4) - won't close. The complainant indicated that the device was disposed and will not be returned for evaluation therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B) (4).